Event description:
Infection was reported. The lead was removed. The patient was placed on antibiotics. The right ventricular lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 30dec2011. Of note, the reportable information of infection is normally submitted via an alternative summary report that would have been due on 30apr2012. Information was subsequently received on 07feb2012 and revealed the lead has tested out of specification. Therefore, this event no longer qualifies for summary reporting and is; therefore, being submitted as a bimonthly report. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the inner insulation had breached metal ion oxidation. It was noted the proximal conductor was distorted and stretched, there was blood/body fluid on all conductors (not obstructed), all insulators were pulled apart (overstress), the outer insulation had cosmetic and breached metal ion oxidation and cosmetic depression, and there was blood in/on the helix lobe mechanism.